Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that while using a cav. Plus tap-on, 240v-UK-g136, it is alleged that the sterimate gets hot. Inserts and water flow to be checked. No injury.

Manufacturer narrative:
Investigation results. Failure mode - overheating handpiece. Root cause - user technique problem. Conclusion code - user error. A DHR review is unnecessary for this complaint, as the reported issue was successfully resolved once the user followed the required instructions.